Manufacturer narrative:
Communication with the customer did not identify a cause for the battery pack issue. The customer was advised to replace the battery pack in the device. As the battery pack has not been returned for analysis, the cause of the complaint canot be determined. The IFU states: "improper maintenance can cause the ddu-120 series AED not to function. Maintain the ddu-120 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart.". The available informaiton does not indicate that the device did not perform as intended or meet product specifications.this device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer called and reported receiving a service code for depleating battery voltage (mv) on their AED after replacing their depleted battery pack. This event did not occur during patient use.